Manufacturer narrative:
H6: investigation summary: one photo was returned by the customer. It was reported that the product will not flush. The photo shows the product, however, it does not verify the complaint. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2000e because a lot number is unknown. A definitive root cause for the customer's experience could not be determined as no needle-free connector (smartsite) was returned. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. CAPA 1998036 has been initiated. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process.

Event description:
It was reported that the bd alaris¿ smartsite¿ needle-free valve was blocked and wouldn't flush. The following information was provided by the initial reporter: "product not flushing".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ smartsite¿ needle-free valve was blocked and wouldn't flush. The following information was provided by the initial reporter: "product not flushing."